Manufacturer narrative:
This event has occurred due to an operator error. Customer could not have run pt samples or expired quality control material. The customer reported that the expired quality control material has been replaced with new material. All the quality control levels are in range. Customer indicated that none of the pt results were affected due to this event. Instrument is performing as intended.

Event description:
Customer reported that they ran pt samples after they had run quality control material that was expired. There was no report of injury due to this event.